Event description:
It was reported a vacuum was drawn three times with the 60cc syringe. However, resistance was met when they tried to insert the catheter. As a result, it was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.